Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. There was no reported device malfunction and the product was not returned. A conclusive cause for the reported patient effect could not be determined. The reported patient effect of perforation is a known observed and potential patient effect as listed in the armada 35 instruction for use. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the chronic total occlusion in the heavily calcified common iliac artery was predilated with the armada 14 and then the armada 35. There were no issues with either of the armadas. The armada 35 was inflated to six atmospheres for two inflations. After use of the armada 35, a vessel perforation was noted in the common iliac artery. The perforation was thought to be related to the heavily calcified anatomy. The armada 35 was dilated for three atmospheres to help control the bleeding while two covered stents were prepared. The perforation was successfully sealed with the two covered stents. There was no adverse patient sequela. No additional information was provided.